Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900609 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that an experienced user was using ae05 in laparoscopy cholecystectomy. The doctor used two clips, waited a while and then came back. Clips started coming out already closed. Not sure why.